Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that leakage of the diet was observed in the purple connector, where the bottle is attached. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: the customer reported a leak of the diet liquid was observed in the purple connector where the bottle is attached. No patient injury/harm reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A trend review of the reported lot was completed with no trend identified. A historical complaint review for the reported failure mode was completed with no trend identified. The reported device was not returned for evaluation, however, photographs were provided by the customer. Visual inspection of the photographs provided confirmed the report of leak at the cross-spike. An investigation has been initiated for cross-spike leaks to determine the root cause of this device failure. No further action is required at this time. This reported failure mode will continue to be monitored and trended.